Event description:
Device malfunction: device #2 tangled suture. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, no blood presented through the marker lumen. A second proglide was used; however, when pulling back the plunger, the sutures were tangled. A third proglide device was used successfully to achieve hemostasis. There were no adverse patient effects reported. Additional information has been requested.

Manufacturer narrative:
Device #1: part #12673-05, lot #64121-6h, will be filed under medwatch MFR# 2953144-2009-00719. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.